Event description:
It was reported that (1) fp015 was used during a lobectomy procedure. It was reported by the rep that the torn trocar sleeve fell into pt. The surgeon converted to open to take the piece out of pt. There was no consequence to the pt.